Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (excessive alarms) has been confirmed. Upon review of the patient's download data, the patient was receiving false asystole alarms. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure and reported alarms was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was producing excessive alarms.